Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had fluid migration during therapy (programmed amount and delivery rate unknown). It was infusing a baby with a peripheral IV in the neonatal intensive care unit. The device was infusing amino acids at the same time a non-baxter pump was infusing lipids. During infusion, the lipids were put on hold and lipids "came up on the sigma spectrum pump." It was also reported there was no patient injury.